Manufacturer narrative:
Diopter: -22.00. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 -22.00 diopter implantable collamer lens in patient's right eye on (B)(6) 2013. An anterior subcapsular cataract was observed and on (B)(6) 2015, the lens was explanted and no other lens was implanted.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in lens case/vial. Clear surgical residue/debris was present on the product. Visual inspection found no visible damage to the lens. Dimensional inspection found that the lens measurements were within specifications. (B)(4).